Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence from atrophy the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a double cuff, pump and balloon were implanted. The previous aus was implanted 10 years ago and has been gradually getting worse the past year. It was added that there were no more patient complications. Should additional information be received, a supplemental report will be submitted.